Event description:
It was reported to philips that the system's flexvision monitor was unable to display, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. Philips made good faith efforts to obtain information about the device¿s clinical use during the event, as well as the patient and procedure outcomes. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse identified an intermittent failure in video transmission to the flex vision monitor. To resolve the issue, the fse replaced three units of the receiver, but the issue persist. Fse observed no image was seen from one video wall connection box to the flex vision monitor. To resolve the problem, fse replaced the wall connection box. On another case, fse suspected the video transducers were cause the white-band interference on the room monitor and fse replaced four units of external transmitter and four units of external receiver. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.